Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that higher pt results are being generated on the axsym digoxin iii assay, but on the digoxin ii assay, the results are negative. There was no impact to pt management reported.